Event description:
It was reported that the system monitor had a broken mechanism of memory card.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken eject mechanism on the data card slot was confirmed. Visual inspection of the returned system monitor serial number (B)(4) revealed a broken off eject button on the data card slot. Due to the ejection button damage, the system monitor¿s main printed circuit board assembly (pcba) was replaced. After the main pcba replacement, the monitor was tested the per system monitor service procedure where the system monitor performed without any issues, and passed all required tests. The repaired monitor (B)(4) was returned to customer. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(4) was shipped to the customer on 21-nov-2007. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. This section also informs how to properly insert the data card to the cf slot on the system monitor and how to access and download the controller log files appropriately. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.